Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they request assistance in connecting to the implant, the patient said doesn't recall how to use the equipment. Reviewed general use of communicator and handset. With instruction, the patient attempted to connect and received the message that device was not responding. Reviewed repositioning with patient. When asked, patient said can't feel the implant site however said is over the correct side. Recommendation was made to have someone else with the patient to help with repositioning however patient said doesn't have no one. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said that it has been about a year since was last seen at managing doctor's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.